Manufacturer narrative:
D10: 02-020-11-0240 - trul ps cem fem ps cem left sz 4: (B)(6). 02-022-35-4010 - trul tib imp ps insert sz 4 10mm: (B)(6). 02-022-45-4030 - trul tib fit tray cem sz 4f / 3t: (B)(6). 02-029-99-1001 - fluted headless pin 3.0" sq head: (B)(6). 200-07-35 - adv patella 35mm 3 peg implant: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient reported pain that moves up their thigh and occasional locking of the knee. No medical or surgical intervention was reported as a result. No further patient impact reported. No further information available.